Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their sensor was giving an alert to change sensor. The customer also reported getting high blood glucose of 510 mg/dl which was treated through their back-up plan. The customer completed troubleshooting for high blood glucose readings and watertight tester procedure which passed. Customer declined performing high pressure test. Sensor is expected to return for analysis.